Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02321.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), a non-penumbra guidewire, and a non-penumbra microcatheter. During the procedure, the physician implanted five smart coils into the target vessel without issue using the handle. However, the sixth smart coil did not detach from its pusher assembly until the second attempt using the handle. The physician continued the procedure using another smart coil and encountered resistance during advancement through the microcatheter. It was then reported that the smart coil became stuck and neither the smart coil nor the guidewire could advance past the same position within the microcatheter. The devices were then removed from the patient. Upon removal, a white powdery substance came out of the microcatheter. Therefore, the microcatheter was no longer used in the procedure. The procedure was completed using another non-penumbra microcatheter, the same smart coil, two additional smart coils, the same handle and a non-penumbra coil. There was no report of an adverse effect to the patient.